Event description:
Same case as user medwatch report 2201630000-2013-8004. It was reported that during a balloon occluded retrograde transvenous obliteration (btro) intervention, a balloon leak occurred. The patient presented in end stages of liver disease and the intervention procedure was performed to help improve quality of life. The lesion was located in a gastro-spleno-renal shunt. The physician placed a solution of sodium tetradecyl sulfate (sclerosing agent) in the occlusion and then placed and inflated a 20/7/2/65 equalizer balloon to hold the sclerosing agent in place for four hours. About an hour into the treatment, the balloon "leaked" allowing the sclerosing agent into the portosystemic system and pulmonary vasculature. The patient became bradycardic and oxygenation saturation dropped into the 70s. The patient was intubated by anesthesia with improvement in 02 saturations; the pulse was never lost and heart rate was stabilized to baseline. Following procedure, the patient was hospitalized and shortly thereafter the family decided to have comfort care only provided. Patient expired approximately 72 hours later of liver failure. Autopsy was performed, but results are not available.

Manufacturer narrative:
Response to FDA request: question 1. Please confirm or provide the model, lot, serial, and/or catalog number(s) of the device listed in the medical device report as applicable. Response: the upn and lot number for reported catalog number 7-105 for the complaint device are upn m001171050 and lot number 15522996. Question 2. Please provide a more complete description of this event including relevant events prior to and subsequent to the event. Response: see describe event or problem question 3. Please provide a copy (or electronic location) of all current labeling for the device, including directions for use, caution statements, technical manuals, and product performance reports. Response: see file "boston scientific equalizer occlusion balloon catheter" question 4. Please provide the disposition of the device, including information on your device acquisition efforts. For reusable devices, indicate whether the device is still in use. Response: the device has been received at bsc. Examination of the returned device revealed no cosmetic defects to the catheter shaft. There was a slight lifting between the proximal balloon bond and the shaft; the bond was lifting away from shaft. The damage associated with the balloon bond appears to be the result of friction encountered or pressure applied during removal of the device. Both the proximal and distal balloon bond measurements met specifications. The balloon was inflated to the required inflation diameter (20mm) with water and no leaks were identified; the balloon was immersed in water to check for leaks and none were identified. The sodium tetradecyl sulphate solution used during the procedure contains benzyl alcohol which is an organic substance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: "the equalizer" occlusion balloon catheter is indicated for use for temporary vessel occlusion in applications including arteriography, preoperative occlusion, emergency control of hemorrhage, chemotherapeutic drug infusion and renal opacification procedures in the peripheral vasculature and the descending aorta. Any use for procedures other than those indicated in the instructions is not recommended." And "do not expose to organic solvents, ionizing radiation or ultraviolet light." Question 5. Please provide a complete list of all related medical device reporting (MDR) access numbers as well as the reason for their inclusion in the trend. Response: the data below provides the MDR reportable balloon leaked complaints and corresponding MDR numbers for the equalizer device reported worldwide for the time period of (B)(4) 2010 through (B)(4) 2013. Bsc ID reported issue MDR ID a00231415; balloon pinhole ; 2134265-2010-03228. A00258106 ; balloon leaked; 2134265-2010-05492. A00331091; balloon leaked ; 2134265-2012-02296. A00337681 ; balloon torn/split ; 2134265-2012-03272. A00337682; balloon torn/split ; 2134265-2012-03273. A00337838; ; balloon leaked; 2134265-2012-03367. A00344436 ; balloon leaked ; 2134265-2012-04542. Question 6. It is unclear if this event was a result of off-label use of this device. Please provide additional information to explain whether you believe this event represented an off-label use of the device. Response: the most probable cause of the balloon failure was identified as the result of the device being used off label. Per the dfu : "the equalizer" occlusion balloon catheter is indicated for use for temporary vessel occlusion in applications including arteriography, preoperative occlusion, emergency control of hemorrhage, chemotherapeutic drug infusion and renal opacification procedures in the peripheral vasculature and the descending aorta. Any use for procedures other than those indicated in the instructions is not recommended." And "do not expose to organic solvents, ionizing radiation or ultraviolet light." Question 7.a. Please list any similar complaints for this device. B. Have you had any field actions related to this device? C. What actions have been take to address these complaints? Response: a. A review of equalizer balloon leaked complaints reported worldwide from (B)(4) 2010 through (B)(4) 2013 revealed a total of eight (8) complaints. However, none of the reported complaints were related to the use of sodium tetradecyl sulphate. B. A field action, unrelated to the reported balloon leaked issue, was initiated for the equalizer device in 2009. During recertification in (B)(4) 2009, it was discovered that several batches of equalizer product had seal breaches of the outer pouch vendor side seal. FDA was notified of this field action on september 29, 2009 (reference recall numbers z-0194-2010 thru z-0197-2010). C. Bsc continues to investigate the referenced balloon leak complaint; however, based on the available information to date, no device-related action is warranted. Bsc will continue to monitor and trend these complaints and the associated risks as outlined in our quality systems process. (B)(4).